Event description:
The reduction gear overheated during a procedure, and the customer could not get the stem out. A spare device was used, and it was also unable to remove the pin. He manually removed it using a torque wrench. There was no delay and no adverse consequences reported.

Manufacturer narrative:
The device was not yet returned. Therefore, a follow-up report will be submitted upon quality investigation is completed.